Event description:
Patient needed 2nd set of blood cultures, straight stick 21g kurin set obtained to draw, after puncturing the vein blood was coming out of the kurin filter reservoir itself instead of stopping after filling leaking on the patient.